Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a procedure, the thoracic probe was bent. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Unique device identification (UDI) and manufacture date provided.

Manufacturer narrative:
Additional information: patient information, surgery information, surgeon name, and instrument return status cannot be obtained per site contact (B)(6), neuro imaging coordinator. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the thoracic probe was bent. There was no impact to patient.